Manufacturer narrative:
(B)(4). Resolution and disposition: customer replaced the front bezel, second generation and resolved the reported problem. Unit is ready for patient use. Correction: device evaluation: customer confirmed the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator display does not work properly. Customer reported that there was no patient involvement.

Manufacturer narrative:
Updated.